Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post-operatively, the device was defective. It caused an adverse effect on the body and the patient the patient went through severe pain. Patient underwent a right inguinal hernia repair and an incisional hernia repair. It is unknown currently if these were done in the same procedure. He states he had a surgery in (B)(6) 2014 with reportedly parietex composite mesh. Following his hernia repair he reports immediately having a gallbladder issue where he was hospitalized. He did not have surgery and unknown if he received antibiotics. He reports having been on and off antibiotics during the past 3 years which he did not disclose the reason. He also reports having lower right back pain and states he has a herniated l5. He has seen an undisclosed md that told him the nerves were damaged due to inflammation from the mesh. He reports not being able to sit down straight. He reports having to have 3 teeth pulled due to teeth grinding which he states (B)(6) law firm told him this was due to the mesh. He also states this is not lyme disease and has consulted with an undisclosed surgeon. He is not willing to give additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The preoperative and postoperative diagnosis was right lower abdominal incisional hernia and right inguinal hernia. The procedure performed was a laparoscopic right incisional hernia repair with mesh and right inguinal hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the patient returned for an office visit approximately 3 years post op. The patient experienced right lower quadrant, right groin, and testicular pain. Patient noticed pain in the right groin and right lower abdominal quadrant shortly after surgery. Subsequently the patient developed right testicular pain with persistent sense of heaviness in soreness in the right testicle. The pain as intermittent at first and the patient was able to recover from surgery and function appropriately. The patient was aware of the discomfort which significantly interferes with his life. The patient noticed significant progression of his symptoms one year prior to the appointment. Pain in the right groin increased and he experienced episodes of sharp, electrical shooting pain along the previous surgical incision. He described the pain as severe numbing electrical with intensity. The pain was aggravated by turning and bending. The patient complained that he had severe discomfort along the incision on light touch and from underwear contacting the skin in affected area. The patient was reevaluated by multiple specialists and a general surgeon. The patient had radiological examinations. In (B)(6) 2017 the patient had an abdominal CT scan showing no organic pathology and no new hernias. Prior to the CT scan the patient had an abdominal ultrasound and a chest CT. The patient continued to have an active life despite constant significant pain. The patient had a surgical consultation and the patient was felt to have nerve damage with nerve entrapment syndrome and was referred for possible nerve blocks to block pain cycle. Medical history: vasectomy, inguinal hernia repair, lyme disease current medication: fish oil, multivitamin allergies: sulfa concomitant product: securestrap tacker past surgical history: appendectomy past medical history: referred to a back specialist for sacroilitis

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the medical records indicate that after a surgical consultation, the patient was felt to have nerve damage and nerve entrapment syndrome. Pain management specialist, who diagnosed patient with chronic neuropathy (ilioinguinal and right genitofemoral neuropathy) in the distribution of t12 and l1-l2 nerve roots related to the surgical repair of an inguinal hernia with mesh placement. Dr. Noted that removal of the mesh may not alleviate patient¿s pain. The patient has had some dental work performed which thinks is related to mesh placement including a resin-based composite, a full crown and extraction of a tooth requiring removal of bone and/or sectioning of tooth and including elevation of a mucoperisteal flap.